Event description:
String ripped apart [device breakage]. Case narrative: consumer reported via e-mail that tampon string ripped apart. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.